Manufacturer narrative:
(B)(4).

Event description:
The patient heard a pump alarm. The next day, the pump was interrogated and a motor stall with no recovery was noted in the logs on (B)(6) 2011 at 19:47. The patient was at home at the time of the stall, but was working on their computer; the patient recalled manipulating their wi-fi network connection. The patient had "jumpy legs" at the time of this report. The pump was used to deliver lioresal 2000 mcg/ml at 950.1 mcg/day. Additional information has been requested, a follow-up report will be sent if additional information becomes available.